Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that two knives were blunt during cataract surgeries. Alternate knives were obtained in order to perform the procedures. Patient impact information is unknown. Additional information has been requested.